Event description:
It was reported that the compressor was tripping. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported issue has been finalized. According to the information received from our field service engineer (fse) , the customer was electrically shocked during adjustment of the diss air filter while performing pre-use check. There was no patient harm reported. The reported issue has been confirmed during evaluation of received problem description and service report. Our fse (field service engineer) was on site to investigate the issue further and found out that the electrical safety test did fail the earth/ground resistance. The earth/ground resistance reading of 2.92o exceeded the maximum allowable tolerance of 0.3 o. The mains power cable was replaced and produced a new earth/ground resistance reading of 0.09o. Moreover, diss air filter (water trap) on the compressor mini was leaking so it was replaced. After replacement, the compressor and the connected ventilator functioned properly and was cleared for clinical use. The root cause of the event was that the one way valve inside the air filter (water trap) was broken. The root cause of the broken one way valve has not been determined.

Event description:
Manufacturer ref.#: (B)(4).